Event description:
Follow up identified the reported issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation therapy from the scs system. The patient stated he could turn the system to the highest amplitude and he would not feel any stimulation. Follow up identified impedance testing revealed one lead contact was invalid. Surgical intervention was taken and the patient's scs lead was replaced.